Event description:
A nurse reported to baxter (B)(4) of a connection issue with a uv flash transfer set. The disconnect kit came off the spike of uv flash transfer set during use. The product had been used for a week. There was no patient injury or medical intervention reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the u.s. And does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Evaluation summary: this condition was not confirmed and the root cause could not be determined. A visual inspection was performed, with no issues noted. Leak testing was performed, with no issues noted. A clear passage test was performed, with no issues noted. A clamp function test was performed, with no issues noted. Torque testing was performed on the sleeve engagement, with readings within specification limits. A uv spike outside diameter measurement was performed, with the reading within specifications.